Manufacturer narrative:
Device evaluation anticipated, but not yet begun. A supplemental report will be submitted upon completion. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm mitral valve was explanted after an implant duration of 5 years, 9 months due to severe mitral stenosis and severe insufficiency. A non-edwards mechanical valve was implanted in replacement. The patient remained in sinus rhythm and hemodynamically stable and was brought to the intensive care unit in stable condition. The patient was discharged home in stable condition on post-operative day five.

Manufacturer narrative:
Evaluation summary: the x-ray demonstrated heavy calcification on all three leaflets and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Host tissue fused leaflets 2 and 3 by approximately 2mm at commissure 3 on the outflow aspect. Customer report of stenosis was confirmed through observed calcification. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Report of insufficiency could not be confirmed through visual observations. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.